Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by maladaptive behavior and inconsistent meal announcements causing the ilet to adapt basal and correction insulin dosing up in response to hyperglycemia at that time of day, putting the user at risk for hypoglycemia. Choosing a meal announcement smaller than what they were eating (either intentionally or unintentionally) as evidence by a "less than" dinner announcement the evening prior to the hypoglycemia may have contributed to a period of hyperglycemia and correction insulin dosing, putting the user at risk for hypoglycemia as the ilet tries to respond to rising and falling glucose levels. Bionic report data also shows evidence of overtreatment of hypoglycemia with periods of hypo followed by pronounced hyperglycemia thereafter which likely further contributed to maladaptation of basal and correctional dosing upwards relative to the user's need. Device audio settings were also logged as off which likely contributed to the severity of the event. The user has stopped wearing and is planning to return the ilet.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10/28/24 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The exact event date was not known but occurred at "the end of september." The user reported experiencing a seizure due to low bg at the end of september, though they are uncertain of the exact date. The event began when the user tested their bg, which was low (32 mg/dl). After trying to drink juice, the user had a seizure and woke up in an ambulance on the way to the hospital. The user does not recall how long their blood glucose remained low, as they woke up around 7 am and noticed the low. Ems was called, and the user was transported to the ER. The user was released after a few hours once their blood glucose was stabilized, though they do not recall the exact date or treatment provided. The user has elected to discontinue use of the ilet system following the event.